Event description:
Per court document rec'd, patient had arthroscopic shoulder procedures in 2002, 2003, and 2005, and each time wore an infusion pump for post-operative pain. The MFR of each pump used is not known. The pt now alleges narrowing the joint space and chondrolysis and has undergone additional shoulder surgeries including a total joint replacement.

Manufacturer narrative:
The hospital and surgeon name were not provided. The device catalog number and lot number were not provided. The device was not returned for eval.